Event description:
During index procedure two endeavor sprint drug eluting stents were implanted. Approximately 30 months post index procedure patient suffered stroke. Six days later the patient expired. Cause of death was brain infarction.

Manufacturer narrative:
Results, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).